Event description:
Reportedly, the issue was confirmed during crt-d replacement. After connection of the leads to the existings leads, a high impedance (>3000ohms) was observed at right ventricular level. The lead was disconnected and connected again. The impedance was 2000 ohms and pacing failure was confirmed. The physician disconnected the lead and re-connected again; however the screwdriver was turned freely and it was impossible to tighten the lead further. A new device was successfully connected. The subject device was returned for analysis. It is unk whether the physician confirmed the lead connector-pin was protruded from the ICD connector block. The lead pull test was not performed.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.